Manufacturer narrative:
On 13-oct-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. External visual inspection revealed any anomalies or physical damage on the device. Afterward, the shaft was inspected from the inside and a polytetrafluoroethylene (pt-fe) coating was found detached. Device history record was performed for the finished device 00002255 number, and no internal action related to the complaint was found during the review. The failure observed with the pt-fe could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. The ptfe damage could be related to the excessive force or manipulation of the device during the procedure; however, this can not be conclusively determined. The instructions for use contain the following recommendations: prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small the patient was prepped in the centers usual fashion. The vizigo and pentaray were advanced into the left atrium and used to map for 3 hours. The physician complained at several times about the stiffness of the vizigo. At the end of the case the physician noted that when he pulled the pentaray out of the body, there was a piece of plastic that was pulled out with it. The physician suspected that this piece of plastic came off of the vizigo sheath. The case was completed as normal. No patient consequences were reported. The piece of plastic from the vizigo is MDR-reportable.